Event description:
Fast heart rate / heart was racing [heart rate increased]. Hard time breathing [dyspnoea]. Terrible itching mostly on face and head [pruritus]. Tingling mostly on face and head [paraesthesia]. Hives [urticaria]. Injection was painful [injection site pain]. Dizziness [dizziness]. It bled a lot after the injection / bled excessively [injection site haemorrhage]. Nauseated [nausea]. Case description: spontaneous report was received on (B)(6) 2013 from a (B)(6) female pt, initials (B)(6) with osteoarthritis. The pt's medical history was significant for previous use of synvisc-one in (B)(6) 2012 that did not last long. On (B)(6) 2013, the pt received synvisc-one (hylan g-f) injection at a dose of 6 ml once (route not provided) into left knee. The lot number for synvisc-one was not provided. The same day after administration of synvisc-one, the pt started having terrible itching and tingling mostly on her face and head. She took at least 20 showers but they did not help. She was very nauseated and also had hives, fast heart rate (heart rate was racing) and experiences dizziness. She had hard time breathing and she was reported to be very ill since the injection. She reported that injection was "so painful" (injection site pain) and "it bled a lot after injection" (injection site bleeding). The pt was advised by physician to take some benadryl for the itching and visit ed if heart continued to race. The pt also denied the history of avian allergy. At the time of report, the pt had not recovered form the events of hives, fast heart rate / heart rate was racing, dizziness, nauseated, hard time breathing, terrible itching mostly on face and head and tingling mostly on face and head. The outcome for the evens of "injection was painful" and "it bled a lot after injection / bled excessively" was not provided. Concomitant medications were not provided. The intensity of all the events was not provided. The causal relationship between synvisc-one and all the events was not provided by the reporter.

Manufacturer narrative:
F/u info was received on (B)(4) 2013 in the form of qa (quality assurance investigation summary. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report. Follow-up info was received on (B)(6) 2013 from the pt regarding her treatment medications which upgraded the case to serious. On an unspecified date in (B)(6) 2013, the pt received treatment with benadryl (diphenhydramine) and zyrtec (cetrizine hydrochloride) for the events of terrible itching on face and head, tingling on face and head and hives. She also received two rounds of prednisone for the events of hives, fast heart rate / heart rate was racing, hard time breathing, terrible itching mostly on face and head, tingling mostly on face and head and "injection was painful". The pt felt better for couple of days after first round of steroids (prednisone) and also reported it to be the most miserable experience she ever had.